Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reporte that the video system center exhibit image drops out and faulty communication with the camera head. There was no patient harm.